Manufacturer narrative:
Product ID: 3889-28, lot# va1dwwk, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that in (B)(6) 2017, they went to their healthcare provider and explained that they were getting shocking to their back. The healthcare provider checked it out and said it was fine, and the patient was good to go. The patient went in again the week after and was still getting shocked, so the manufacturer representative checked it out and said, ¿the only thing we see is the battery is up really high; that¿s the only thing we see that¿s going on.¿ the patient stated that it was hurting them so bad that they asked them to just turn the stimulator off, so they did. Then in october the patient had an annual checkup and told them that they were still in a lot of pain, and they said that the lead in the patient¿s back was fractured. The patient just wanted to have the machine removed and ¿they said it¿s simple to switch out the leads but the day of the surgery on (B)(6), the patient wanted to get it removed, but they said no, and said they would just remove the stimulator.¿ the healthcare provider told the patient, ¿the lead was wrapped around in a pretzel in their back, spinal area 15-20 times and they had never seen this before.¿ the patient stated that the healthcare provider said the lead was wrapped around because they lost weight. The patient stated that they wanted the whole system taken out, so they were going to meet with the doctor to discuss removing it. Their neurologist said they can¿t remove the device ¿because it¿s in a pinched spot,¿ the lead is caught on their tailbone. The patient also noted that they were going to ask for more pain medicine. Additional information was also received from a health care professional via a manufacturer representative. It was reported that the battery was removed cleanly, but part of the lead was left. It was noted that the lead was scarred in heavily and broke while they were taking it out. They tried to retrieve it but could not. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient felt a jolt in her lower back a few weeks ago. The rep stated that an electrode impedance was checked at 2 amps and all electrode configurations were greater than 4000. It was confirmed that the health care professional was going to schedule the patient for lead replacement. There were no further symptoms or complications reported or anticipated.